Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of the received problem description and service report. Log files were not provided.further investigation was performed on-site by our field service engineer (fse) who found out that pressure transducer pc board pc1781 was faulty and required replacement. Pc board was replaced but not returned for further evaluation.

Event description:
Manufacturer's ref. #: (B)(4).